Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was successfully downloaded using (thus software). P-cap locked in place properly during testing. Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error 63 alarm confirm in (adapt) and history download on (B)(6) 2022. File ID=522 line ID=341, variable info= 0c . Per software engineering log investigation, pump error 63 alarm was due to processor watch dog failure. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Unit also received with cracked case (battery tube), cracked battery tube threads, missing serial number label, broken belt clip rails, cracked retainer, cracked keypad at select button and scratched case. In conclusion unit came in with critical pump error alarm trigged by pump error 63. Pump error 63 due to moisture damage on electronic assemblies. Pump error 63 in long trace on 06/19/2022 at 17:22 hour the insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the pump was exposed to water. Troubleshooting was performed, but the home screen did not appear on the display. No harm requiring medical intervention was reported. The customer will discontinue using the device. The pump was returned for analysis.